Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during our testing. No cosmetic damage noted during physical inspection.

Event description:
It was reported that the insulin pump alarmed button error. The user attempted to clear the alarm using the esc and act buttons, but stated that this did not work. The caller did not know the blood glucose reading and confirmed that no buttons had been pressed for 3 minutes or longer. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.